Event description:
In 2007, the pt's wife reported that the pt had suffered " a bad fall" on the same month; the following day he had felt " current run through his body" after a shower. No return of symptoms had been detected. In two months later, the pt reported they had not seen their physician regarding the event. The device had been reprogrammed ( no date provided), and surgery had been anticipated to fix the system problem. The issue was ongoing. In the following month, the pt had experience random shocking or jolting on the left-side only; it was unk when the symptoms had occurred. The pt's status was good and follow-up with the hcp was anticipated in the next month, to "check the status of this sensation." The rep reported that the pt had lost stimulation effect and high impedance readings had been obtained ( date was not provided). The ipg had been replaced for normal battery depletion; the extension had shown high impedance readings; breakage was suspected and the device was explanted. Additional info has been requested from the physician.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.